Event description:
According to the initial information received, a 35mm amplatzer cribriform occluder (aco) was implanted on (B)(6) 2012. The next day, the aco was found to have embolized into the pulmonary artery. The patient was brought back to the cath lab and the device was percutaneously retrieved. The patient is scheduled to have the defect repaired surgically.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: a very brief history and three cds were provided which contained angiograms and intracardiac echo (ice) obtained in the cath lab. The first cd was taken during the (B)(6) 2012 procedure and contained fluoroscopic and angiographic images. Two devices were deployed. The discs of one device appeared fairly deformed; the second device appeared to be a cribriform device. A balloon was seen to go through a separate defect and the inflated balloon suggested a third, fairly large defect also was present. Ice images were viewed and found to be poor to fair in quality. There was evidence of chiari malformation in the right atrium or it was the redundant atrial septum. The atrial septum was extremely thin and hyper-mobile. At least two devices were seen in the atrial septum and there were at least two residual defects of medium size with two devices in the atrial septum. One device kept coming in and out of the echocardiographic view suggesting that the septum was redundant. The third cd was taken (B)(6) 2012, the day the embolized device was retrieved and contained angiographic images. The embolized device was seen in the pulmonary artery. The second device, the device that appeared deformed as mentioned above, remained in position in the location of the atrial septum. Successful retrieval of the embolized device was performed. Based on the information received, the cause for the reported event could not be conclusively determined; however patient anatomy complicated the procedure.

Manufacturer narrative:
Device analysis: the amplatzer cribriform occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: a very brief history and two cds were provided. Both cds contained angiograms obtained in the cath lab. Intracardiac echo (ice) was performed during device placement but was not provided for review. The first cd was taken during the (B)(6) 2012 procedure and contained fluoroscopic and angiographic images. Two devices were deployed. The discs of one device appeared fairly deformed; the second device appeared to be a cribriform device. A balloon was seen to go through a separate defect and the inflated balloon suggested a third, fairly large defect also was present. The second cd was taken (B)(6) 2012, the day the embolized device was retrieved and contained angiographic images. The embolized device was seen in the pulmonary artery. The second device - the device that appeared deformed as mentioned above - remained in position in the location of the atrial septum. Successful retrieval of the embolized device was performed. Conclusion: according to agas medical consultant the following conclusions were drawn: since no information as to the size of the defect, or the consistency of the atrial septal rims surrounding the defect or, proximity to other defect(s) was provided, the cause of device embolization cannot be ascertained. Ice images and a complete history would be valuable to sjm evaluation. Fluoroscopic images revealed a complex and thin asd with multiple defects. It also appears that one of the large defects was not closed. Given the complexity of the atrial septum, surgery was appropriate.